Event description:
The attached article by fanning et. Al., and the accompanying editorial, includes info on the frequency and determinants of magnetic resonance (mr) imaging findings of aneurysm wall enhancement, edema, and hydrocephalus, in a retrospective cohort of 181 coil-embolized cerebral aneurysms treated with microvention hydrocoil embolization coils, boston scientific matrix coils, and bare platinum coils. All coils were associated with wall enhancement. In hydrocoil treated aneurysms, which tended to be used in large and wide-neck aneurysms, and which were associated with significantly greater packing density, the authors reported 3 instances of hydrocephalus, 2 of whom were symptomatic.

Manufacturer narrative:
Inflammatory responses have been reported after treatment of cerebral aneurysms using all types of embolization coils, and when no treatment is performed. Most frequently, an inflammatory response is associated with the treatment of larger aneurysms. After embolization, blood stasis results in thrombus formation. Thrombus breakdown products associated with the normal healing process are highly chemo tactic, and inflammatory. The company continues to conduct extensive research into the causes of inflammatory complications. One of its goals is to identify prognostic indicators that might exist, or be detected by physicians to identify pts who are at risk of developing a symptomatic inflammatory response. In the interim, appropriate preventative measures such as the use of corticosteroids, have been reported to reduce the occurrence of symptomatic inflammatory responses after embolization treatment.